Event description:
Philips was informed the device was "acting strange" in manual mode. Later the customer biomedical engineer clarified the device informing philips the device intermittently failed to recognize the therapy cable. There was no patient harm.